Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pc over ip (pcoip) box intermittently restarted. A new pcoip box was installed, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The pcoip box was returned to the manufacturer for analysis. Analysis found that the pcoip would boot cycle after almost four hours of operation and again after a few minutes, and would continue to do so. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the camera cart monitor went black and showed the pc over ip (pcoip) connecting pop-up quickly, and then the video came back. The camera stayed on throughout the occurrence and the site was able to continue with their case. There was no reported impact to patient outcome. There was no reported surgical delay.